Event description:
Information received from the field notes that a holter monitor revealed pauses of approximately 1600 ms. R-wave oversensing was also noted. Bipolar lead impedance was 304 ohms while unipolar impedance was 391 ohms. The oversensing could not be reproduced with isometrics or movement. The patient was not pacemaker dependent or symptomatic.